Manufacturer narrative:
A titan pump, cylinders 1 and 2, a reservoir, and a detached inlet tube with connector were received. A separation was noted through the strain relief of the longer exhaust tube of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Two groups of separations, indicating contact with unshod instrumentation, were noted on the inlet tube of the reservoir. These were both sites of leakage. Partial separations within abrasion were noted on the detached inlet tube. These were not sites of leakage. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted through the strain relief of the longer exhaust tube of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Based on the information received, it indicated the patient¿s hernia surgery may have contributed to the separation noted. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations on the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Lot number: 5720989

Event description:
According to the available information, a tubing break occurred near the reservoir. The break was noticed after hernia surgery. The surgery was noted as the cause of the break. The device was removed and replaced.